Event description:
Fifty two-year-old female had implants in 1974. MFR/brand unknown. Desired removal due to breast pain, contractures and systemic symptoms. Both implants found intact on removal. Pathologist notes fibrosis and amorphores lobular debris compatible with silicone in capsular tissue.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.